Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting really hot. After waiting for it to cool down they would try to charge it but it would turn off.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.